Manufacturer narrative:
(B)(4). Correction numbers: 1627487-07262012-002-r; 1627487-12192011-003-r . This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified the patient had effective therapy postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg became inoperable due to not charging it for over a year. As a result, the ipg was explanted and replaced with another model. Date of event is unknown.